Event description:
It was reported that a patient presented with high capture thresholds suspected to be due to microdislodgement of the right ventricular lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.